Manufacturer narrative:
On 07/01/2015, the customer had initially stated that they would return the explanted lens to the manufacturer. However, upon further investigation, it was confirmed by the customer on 08/04/2015, that the site had inadvertently disposed of the lens, and there would be no return of product. Therefore, the product investigation conducted by (B)(6), hoya quality assurance department, on 08/05/2015 consisted of a review of the production records. This review found no irregularities or abnormalities during the product's manufacturing processes. The cause of the malfunction could not be determined in this case.

Manufacturer narrative:
The customer has indicated that they will return the explanted iol. However, as of the date of this report, (B)(6) 2015, the product has not yet been received by the MFR. After receipt of returned product, the mfg division in (B)(4) will conduct a product analysis. Once the analysis is completed, we will update the agency with the report findings in a supplement report to this MDR.

Event description:
The trailing haptic was broken while inserting. Lens was partially implanted and then removed when the doctor noticed that the haptic had broken off. A different hoya lens of the same model and diopter was implanted without issue.